Manufacturer narrative:
The product is not being returned for further evaluation. Product was evaluated on site by service provider. Damage was noted that occurred to the power cord and connection to the main pc board. This was replaced, and no other damage was found to the device. Function testing was performed to ensure operation of up/down features. No misalignment was found.

Event description:
Facility claims table unintentionally moved while a patient was on the table. No injuries occurred.